Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Analysis found external insulation abrasions were noted at 26.5-27.1cm, 64.8-65.2cm and 68.6-68.8 from the connector pin breaching the outer insulation exposing the outer coil due to friction to another device or features of the heart at the distal region.

Event description:
This report is to advise of an event observed during analysis.